Event description:
Additional information received reported there was a loss of therapeutic effect. It was reported the patient had their device removed the tuesday prior to report and did not know if the device was going to be sent in for analysis. It was noted that no one from the manufacturer was at the procedure, but the patient had had her device reprogrammed several times. It was reported that lab analysis results and information were requested. It was reported a rep was to follow up with the patient. It was noted the patient's hcp was recommending injections for the time being. Additional information received reported the device was discarded and would not be sent in.

Event description:
It was reported that the patient had stimulation in the wrong location. It was noted that the current health care professional (hcp) would do no more for the patient and the device was to be explanted. It was noted that the patient would see another hcp at a later date regard re-implantation. It was noted that impedance testing, x-rays, and reprogramming was performed as troubleshooting. It was noted that the issue was not resolved. It was noted that the patient had great coverage however they had a near fall with a traumatic catch and ever since the stimulation pattern had changed. It was noted that the patient had less than 50% therapy relief and was alive with no injury at the time of the report. Additional information received reported that they did not know the cause of the loss of therapy but it was possibly due to an almost fall. It was noted that the explant was (B)(6) 2014. It was noted that it was not the devices it was the surgeon refusing the revise the patient and stated to just take it out. Additional information received reported that it was not an issue with the devices. It was noted that the surgeon proactively wanted the device out as it was not helping the patient. It was noted that the devices were thrown out. Additional information received reported that the in september the device malfunction. It was noted that the patient got the stimulation on the left side of their body and across the stomach. It was noted that the device was implanted for chronic pain on the right side lower back and down the leg. It was noted that the manufacturer representative tried to get it to work. It was noted that the manufacturer representative could not get it to work so the patient went to the health care professional (hcp) and asked if they could fix or replace the machine. It was noted that the hcp stated that the only option was to remove the stimulator all together and the hcp could not fix it. It was noted that the patient had the device removed, (B)(6) 2014.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).